Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the battery compartment was cracked and the pump had experienced intermittent power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/17/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were unexplained pump reboots observed in the black box history. The battery cap did not tighten securely to the pump and was not able to maintain an electrical connection. There was a crack along the battery compartment and the battery cap threads were stripped and damaged. A test battery cap was used for 24 hours without any pump reboots observed. There was no evidence of internal moisture or damage to the power circuit found when the pump cover was removed.